Event description:
An implant card was received confirming that the patient underwent a full revision (replacement of both lead and generator). The pre-operative diagnostics detected high lead impedance on the patient's device. When the chest pocket was opened the surgeon found that the lead was so twisted that it was broken. The surgeon assessed that the patient had been flipping the generator within the chest pocket, and that the patient's manipulation of the generator led to the high lead impedance and lead fracture events. The newly implanted generator was placed on the patient's back to prevent future manipulation. After both the lead and the generator were replaced, all diagnostics were normal and hr detection was accurate in the or. The hospital's policy prevented the explanted products from being returned to the manufacturer. No other relevant information has been received to date.

Event description:
The physician reported that a patient was referred to neurosurgery for evaluation of vns placement due to a report of increased seizures. It was noted that the vns was interrogated and diagnostics were performed, and that no issues were observed. It was also mentioned that the patient had a chest x-ray which looked "okay." It was noted that the patient had 6 absence seizures the day before their appointment, and 2 absence seizures the day before that. Further follow up with the physician's nurse confirmed that the patient had flipped their generator, and that they are concerned of a potential disconnect in the lead, due to the patient's recent increase in seizures. The nurse clarified that the patient had flipped the generator about a week prior to the increased seizure episodes, and that the manipulation of the generator was the only thing that has changed with this patient since the increased seizure episodes. It was noted that the lead impedance values have been within normal limits since the event, and that x-rays showed no issues with the device. The neurosurgeon is concerned of a possible disconnect at the lead, due to patient's recent seizures, and he has recommended surgery. Additionally, it was noted that the patient has had no seizures since vns was implanted, and that the current seizure episodes are above pre-vns seizure frequency levels. No known surgical intervention has occurred to date. No other relevant information has been received to date.